Manufacturer narrative:
(B)(4). Poligrip is manufactured in (B)(4) and neither the product nor lot number were available. No corrective actions have been required based on this report.

Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of an unspecified injury in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Follow-up info was received via medical records on (B)(4) 2009. On (B)(6) 2008, the pt experienced a high zinc level and a low copper level. According to progress notes dated (B)(6) 2008, the pt was unable to climb onto the table and was examined in a wheelchair. The pt had increased tone in both legs with sustained clonus in the right ankle and unsustained clonus of the ankle (parts illegible). The pt had absent position sense at toes and ankles. The pt was diagnosed with a copper deficiency neuromyelopathy. The treatment plan included replacement of elemental copper 2 mg three times a day for one week, then twice a day for one week, then once a day as a maintenance dose. On (B)(6) 2008, the pt had normal copper and zinc levels. At the time of reporting, the outcome of the events was unk.